Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: a sharp opening on valve bond edge (anterior) assessed as an unidentified (tear) opening. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side implant exchange with no complaints against the device. Additionally, healthcare professional reported, "(l) was deflated completely and leak @ valve." Device has been explanted.